Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00351-1, 3002806535-2020-00352-1. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. We have not been provided with x-rays or any supporting documentation which could provide additional information. Attempts were made to obtain additional information (three follow-up requests sent); however, none was available. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure due to loosening was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00351, 3002806535-2020-00352. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure due to loosening was performed on (B)(6) 2020.